Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "metaphyseal debonding of the corail collarless cementless stem report of 18 cases and case-control study" written by m. A. Buttaro, j. I. Onativia, p. A. Slullitel, m. Andreoli, f. Comba, g. Zanotti, and f. Piccaluga published by the bone and joint journal november 2017 was reviewed. The article's purpose was to quantify the incidence of symptomatic metaphyseal debonding, to delineate the characteristics of patients presenting with this complication and to compare these patients with asymptomatic controls to determine any important predisposing factors. Data was compiled from 18 cases of metaphyseal debonding. All patients were implanted with depuy corail stem uncemented. Table 1 provides a detailed breakdown of the 18 cases with patient identifiers. Figure 2 provides radiographic and photographic images of case no 3. Depuy product: corail uncemented stem. Adverse events: patient (B)(6), (B)(6) yo male with metaphyseal debonding was revised.